Manufacturer narrative:
No sample has been received by manufacturing for evaluation. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the lot for the reported issue. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. (B)(4).

Event description:
A field services technician reported that a knife was not sharp during cataract surgery. An alternate knife was obtained in order to perform the procedure. There was no impact to the patient. Additional information has been requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of a knife was not sharp therefore, the condition of the product could not be verified. Two photos were attached to the parent complaint. Photo number one is of two lidstocks only. Photo number two is of two knives which are not labeled. The complaint issue for a knife that was not sharp could not be confirmed from the photo and no damage to the blades of the knife could be seen. An actual sample was not returned and the device history record review of the lot number provided indicates that the product was processed and released according to acceptance criteria therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).